Event description:
Info received did not indicate any cause of problem. Bed was found in "down" storage area.

Manufacturer narrative:
Technician found that the head up function did not work manually or under power. Battery led was on. Problem was determined to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.